Event description:
The demo/loaner system 5000 failed mid procedure - using bipolar, screen froze, all displays read 8's and the nursing staff was unable to alter any settings. Machine turned off and on again, power point changed, foot pedal disconnected and reconnected - this trouble shooting was done over the phone mid procedure. None of these actions rectified the problem. Hosp switched to a system 2450 to complete the procedure which let to a delay in surgery. Conmed field service rep confirmed the procedure was conducted while the pt was under general anaesthesia. No injury to pt.

Manufacturer narrative:
Conmed (B) (4) service center to provide evaluation info.